Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bent npe on lot # 8109734. Investigation summary: customer returned photos of an open pen needle. Customer states that the non patient end is bent. The attached photos were examined and exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the when trying to attach needle to the pen it was noticed that the non patient end is bent with a bd pen needle 32x4 la 5b. The following information was provided by the initial reporter, translated from (B)(6) to english: consumer reports finding at least 3 defective needles. Needles non patient end are bent as in the attached photo, making it impossible to use. Informs that the first time, only noticed the deviation after trying to attach the needle to the pen and was unsuccessful. In the next 2, the quality deviation was verified as soon as the needle tear drop label was removed.